Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tomorrow I'll be 3 weeks post operative') and nephrolithiasis ('3-4 stones pass a month and enlarged ureter and renal pelvis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nephrolithiasis (seriousness criterion medically significant), arthralgia ("aches and pain like you have arthritis"), pain in extremity ("my feet have been hurting"), urinary tract infection ("urinary tract infection"), cystitis noninfective ("I wonder if it's something in the soda that's causing your bladder or urethra to become inflamed"), ureteric dilatation ("enlarged ureter") and urethritis noninfective ("I wonder if it's something in the soda that's causing your bladder or urethra to become inflamed"). The patient was treated with surgery (she had undergone essure removal surgery.). Essure was removed. At the time of the report, the medical device removal, arthralgia, pain in extremity, urinary tract infection, cystitis noninfective, ureteric dilatation and urethritis noninfective outcome was unknown and the nephrolithiasis had not resolved. The reporter considered arthralgia, cystitis noninfective, medical device removal, nephrolithiasis, pain in extremity, ureteric dilatation, urethritis noninfective and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal, pain in extremity, arthritis" and urinary tract infection , inflamed urethra and bladder, ureteric dilatation and nephrolithiasis. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New events added- ureteric dilatation and nephrolithiasis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tomorrow I'll be 3 weeks post operative/essure removed via hysterectomy') and nephrolithiasis ('3-4 stones pass a month and enlarged ureter and renal pelvis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nephrolithiasis (seriousness criterion medically significant), arthralgia ("aches and pain like you have arthritis"), pain in extremity ("my feet have been hurting"), urinary tract infection ("urinary tract infection"), cystitis noninfective ("I wonder if it's something in the soda that's causing your bladder or urethra to become inflamed"), ureteric dilatation ("enlarged ureter"), urethritis noninfective ("I wonder if it's something in the soda that's causing your bladder or urethra to become inflamed"), cyst ("cysts"), adnexa uteri pain ("I've had sharp stabbing pain on my right side around the area my ovary is"), hypoaesthesia ("right hand and legs is numb"), coital bleeding ("I bleed afterward a lot off time/sometimes spotting"), dyspareunia ("hurt me sometimes/cramping"), nausea ("nausea"), feeling abnormal ("not feeling good"), asthenia ("weak") and cholelithiasis ("gallstones"). The patient was treated with surgery (she had undergone essure removal surgery/hysterectomy). Essure was removed. At the time of the report, the medical device removal, arthralgia, pain in extremity, urinary tract infection, cystitis noninfective, ureteric dilatation, urethritis noninfective, cyst, adnexa uteri pain, hypoaesthesia, coital bleeding, dyspareunia, nausea, feeling abnormal, asthenia and cholelithiasis outcome was unknown and the nephrolithiasis had not resolved. The reporter considered adnexa uteri pain, arthralgia, asthenia, cholelithiasis, coital bleeding, cyst, cystitis noninfective, dyspareunia, feeling abnormal, hypoaesthesia, medical device removal, nausea, nephrolithiasis, pain in extremity, ureteric dilatation, urethritis noninfective and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal, pain in extremity, arthritis" and urinary tract infection , inflamed urethra and bladder, ureteric dilatation and nephrolithiasis, cyst. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added- dyspareunia. Event genital bleeding was updated to post coital bleeding. On 20-mar-2020: events nausea, not feeling good, gallstones and weak added. On 20-mar-2020: no new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tommorow I'll be 3 weeks post operative/essure removed via hysterectomy') and nephrolithiasis ('3-4 stones pass a month and enlarged ureter and renal pelvis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nephrolithiasis (seriousness criterion medically significant), arthralgia ("aches and pain like you have arthritis"), pain in extremity ("my feet have been hurting"), urinary tract infection ("urinary tract infection"), cystitis noninfective ("I wonder if it's something in the soda that's causing your bladder or urethra to become inflamed"), ureteric dilatation ("enlarged ureter"), urethritis noninfective ("I wonder if it's something in the soda that's causing your bladder or urethra to become inflamed") and cyst ("cysts"). The patient was treated with surgery (she had undergone essure removal surgery/hysterectomy). Essure was removed. At the time of the report, the medical device removal, arthralgia, pain in extremity, urinary tract infection, cystitis noninfective, ureteric dilatation, urethritis noninfective and cyst outcome was unknown and the nephrolithiasis had not resolved. The reporter considered arthralgia, cyst, cystitis noninfective, medical device removal, nephrolithiasis, pain in extremity, ureteric dilatation, urethritis noninfective and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal, pain in extremity, arthritis" and urinary tract infection , inflamed urethra and bladder, ureteric dilatation and nephrolithiasis, cyst most recent follow-up information incorporated above includes: on 3-dec-2019: fu 4 and 5 process together. Social media received - new event cyst was added. New reporter was added. On 3-dec-2019: fu 4 and 5 process together. Social media received - new reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tomorrow I'll be 3 weeks post operative') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("aches and pain like you have arthritis"), pain in extremity ("my feet have been hurting"), urinary tract infection ("urinary tract infection"), cystitis noninfective ("I wonder if it's something in the soda that's causing your bladder or urethra to become inflamed") and urethritis noninfective ("I wonder if it's something in the soda that's causing your bladder or urethra to become inflamed"). The patient was treated with surgery (she had undergone essure removal surgery.). At the time of the report, the medical device removal, arthralgia, pain in extremity, urinary tract infection, cystitis noninfective and urethritis noninfective outcome was unknown. The reporter considered arthralgia, cystitis noninfective, medical device removal, pain in extremity, urethritis noninfective and urinary tract infection to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal, pain in extremity, arthritis" and urinary tract infection , inflamed urethra and bladder. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media content received : events added- cystitis noninfective, urethritis noninfective. Reporters information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specific lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Cations. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tomorrow I'll be 3 weeks post operative') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("aches and pain like you have arthritis"), pain in extremity ("my feet have been hurting") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (she had undergone essure removal surgery.). At the time of the report, the medical device removal, arthralgia, pain in extremity and urinary tract infection outcome was unknown. The reporter considered arthralgia, medical device removal, pain in extremity and urinary tract infection to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal, pain in extremity, arthritis and urinary tract infection ." Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: new events added: urinary tract infection. Reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('tomorrow I'll be 3 weeks post operative ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthritis ("aches and pain like you have arthritis") and pain in extremity ("my feet have been hurting"). The patient was treated with surgery (she had undergone essure removal surgery.). At the time of the report, the medical device removal, arthritis and pain in extremity outcome was unknown. The reporter considered arthritis, medical device removal and pain in extremity to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal, pain in extremity, arthritis". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and nephrolithiasis ('3-4 stones pass a month and enlarged ureter and renal pelvis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), arthralgia ("aches and pain like you have arthritis"), pain in extremity ("my feet have been hurting"), urinary tract infection ("urinary tract infection"), cystitis noninfective ("I wonder if it's something in the soda that's causing your bladder or urethra to become inflamed"), ureteric dilatation ("enlarged ureter"), urethritis noninfective ("I wonder if it's something in the soda that's causing your bladder or urethra to become inflamed"), cyst ("cysts"), adnexa uteri pain ("I've had sharp stabbing pain on my right side around the area my ovary is"), hypoaesthesia ("right hand and legs is numb"), coital bleeding ("I bleed afterward a lot off time/sometimes spotting"), dyspareunia ("hurt me sometimes/cramping"), nausea ("nausea"), feeling abnormal ("not feeling good"), asthenia ("weak"), the first episode of cholelithiasis ("gallstones"), abdominal distension ("stomach explode"), self esteem decreased ("low self esteem"), dyspepsia ("heart burn"), alopecia ("loosing hair"), rash ("rash"), dysmenorrhoea ("painful periods"), scoliosis ("scoliosis"), back pain ("lot of back pain"), nauseous ("nauseous"), the second episode of cholelithiasis ("gallstone"), diverticulum ("diverticulosis"), palpitations ("racing heart periodically"), headache ("headache") and dizziness ("dizzy spell"), was found to have weight increased ("weighed more") and weight decreased ("weight down to 116") and underwent cholecystectomy ("gallbladder removal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, arthralgia, pain in extremity, urinary tract infection, cystitis noninfective, ureteric dilatation, urethritis noninfective, cyst, adnexa uteri pain, hypoaesthesia, coital bleeding, dyspareunia, nausea, feeling abnormal, asthenia, abdominal distension, weight increased, self esteem decreased, dyspepsia, alopecia, rash and dysmenorrhoea outcome was unknown and the nephrolithiasis had not resolved. The reporter considered abdominal distension, adnexa uteri pain, alopecia, arthralgia, asthenia, back pain, cholecystectomy, coital bleeding, cyst, cystitis noninfective, diverticulum, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, feeling abnormal, headache, hypoaesthesia, nausea, nephrolithiasis, pain in extremity, palpitations, pelvic pain, rash, scoliosis, self esteem decreased, ureteric dilatation, urethritis noninfective, urinary tract infection, weight decreased, weight increased, the first episode of cholelithiasis, nauseous and the second episode of cholelithiasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.608 kgs. Weight - on an unknown date: 146. Concerning the injuries reported in this case, the following ones were reported via social media. Scoliosis. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event ' pelvic pain and hair loss, gall bladder removed, rash and painful periods were added. Reporter information was added. On 23-mar-2020: social media content. Event added-scoliosis, reporter added. On 23-mar-2020: information received via social media: new event : lot of back pain, nauseous,gallstone,weight down to 116 and reporter information were added. On 23-mar-2020: information received via social media: new event - diverticulosis and reporter information were added. On 23-mar-2020: information received via social media: new event - headache, dizzy spell, nausea, racing heart periodically and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tommorow I'll be 3 weeks post operative/essure removed via hysterectomy') and nephrolithiasis ('3-4 stones pass a month and enlarged ureter and renal pelvis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced nephrolithiasis (seriousness criterion medically significant), arthralgia ("aches and pain like you have arthritis"), pain in extremity ("my feet have been hurting"), urinary tract infection ("urinary tract infection"), cystitis noninfective ("I wonder if it's something in the soda that's causing your bladder or urethra to become inflamed"), ureteric dilatation ("enlarged ureter"), urethritis noninfective ("I wonder if it's something in the soda that's causing your bladder or urethra to become inflamed"), cyst ("cysts"), adnexa uteri pain ("I've had sharp stabbing pain on my right side around the area my ovary is"), hypoaesthesia ("right hand and legs is numb"), coital bleeding ("I bleed afterward a lot off time/sometimes spotting"), dyspareunia ("hurt me sometimes/crmaping"), nausea ("nausea"), feeling abnormal ("not feeling good"), asthenia ("weak"), cholelithiasis ("gallstones"), abdominal distension ("stomach explode"), self esteem decreased ("low self esteem") and dyspepsia ("heart burn") and was found to have weight increased ("weighed more"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, arthralgia, pain in extremity, urinary tract infection, cystitis noninfective, ureteric dilatation, urethritis noninfective, cyst, adnexa uteri pain, hypoaesthesia, coital bleeding, dyspareunia, nausea, feeling abnormal, asthenia, cholelithiasis, abdominal distension, weight increased, self esteem decreased and dyspepsia outcome was unknown and the nephrolithiasis had not resolved. The reporter considered abdominal distension, adnexa uteri pain, arthralgia, asthenia, cholelithiasis, coital bleeding, cyst, cystitis noninfective, dyspareunia, dyspepsia, feeling abnormal, hypoaesthesia, medical device removal, nausea, nephrolithiasis, pain in extremity, self esteem decreased, ureteric dilatation, urethritis noninfective, urinary tract infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal, pain in extremity, arthritis" and urinary tract infection , inflamed urethra and bladder, ureteric dilatation and nephrolithiasis, cyst,weighed more, stomach explode,explode low self esteem. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: weighed more, stomach explode low self esteem, heart burn were added. On 23-mar-2020: process with fu13 based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tomorrow I'll be 3 weeks post operative/essure removed via hysterectomy') and nephrolithiasis ('3-4 stones pass a month and enlarged ureter and renal pelvis') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nephrolithiasis (seriousness criterion medically significant), arthralgia ("aches and pain like you have arthritis"), pain in extremity ("my feet have been hurting"), urinary tract infection ("urinary tract infection"), cystitis noninfective ("I wonder if it's something in the soda that's causing your bladder or urethra to become inflamed"), ureteric dilatation ("enlarged ureter"), urethritis noninfective ("I wonder if it's something in the soda that's causing your bladder or urethra to become inflamed"), cyst ("cysts"), adnexa uteri pain ("I've had sharp stabbing pain on my right side around the area my ovary is"), hypoaesthesia ("right hand and legs is numb") and genital haemorrhage ("I bleed afterward a lot off time"). The patient was treated with surgery (she had undergone essure removal surgery/hysterectomy). Essure was removed. At the time of the report, the medical device removal, arthralgia, pain in extremity, urinary tract infection, cystitis noninfective, ureteric dilatation, urethritis noninfective, cyst, adnexa uteri pain, hypoaesthesia and genital haemorrhage outcome was unknown and the nephrolithiasis had not resolved. The reporter considered adnexa uteri pain, arthralgia, cyst, cystitis noninfective, genital haemorrhage, hypoaesthesia, medical device removal, nephrolithiasis, pain in extremity, ureteric dilatation, urethritis noninfective and urinary tract infection to be related to essure. Concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal, pain in extremity, arthritis" and urinary tract infection , inflamed urethra and bladder, ureteric dilatation and nephrolithiasis, cyst. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received: new events were added: I've had sharp stabbing pain on my right side around the area my ovary is, right hand is numb, I bleed afterward a lot off time. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.